Event description:
It was reported that there was a volume discrepancy with more volume than expected; specific amounts were not provided. The pt experienced unspecified withdrawal symptoms. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional device troubleshooting was recommended. Additional information has been requested from the hcp, a f/u report will be sent if additional information becomes available.